Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing artifacts in images. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer could not confirm the imaging issue as described by the customer. However, a weak image was observed. Investigation of the device noted a cracked strain relief, scratches on the window and handle, dried fluid ingress in the connector, multiple kinks in the shaft, and damage to the control handle and connector housing. The extensive physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.